Manufacturer narrative:
This pacemaker was received for analysis. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion. It was noted the physician was dissatisfied with the device. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.